Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported air leakage after the laser had fired. The doctor noted the patient moved during the procedure but does not think the air leakage is directly caused by the patient movement but by suction lost by the laser. The patient interface was exchanged and the procedure was completed with no patient harm.

Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. The post likely root cause is user handling or a movement of patient eye during treatment. The manufacturer internal reference number is: (B)(4).